Event description:
Sweid, a., chahine, a., hage, s., morsi, r. Z., thind, s., karar, l., baskaran, a., carrión-penagos, j., desai, h., kothari, s. A., rana, r., verhagen metman, o., zakaria, j., siegler, j. E., awad, I., hurley, m. C., prabhakaran, s., polster, s., & kass-hout, t. (2024). Fourth-generation pipeline¿ vantage flow diversion: first reported us experience of safety and feasibility. Interventional neuroradiology: journal of peritherapeutic neuroradiology, surgical procedures and related neurosciences, 15910199241301120. H ttps://doi.org/10.1177/15910199241301119. Medtronic review of the literature article found a single center retrospective study which assess the use of the pipeline vantage embolization device for treating intracranial aneurysms in 12 patients. Seven cases were treated with adjunct embolization device other than a flow diversion and multiple flow diverters were used in four cases (two stents were implanted in three cases, and three stents were implanted in one case). Phenom plus intermediate catheters and either phenom 21 or phenom 27 microcatheters were used intra -operatively. There was a 100% success in deployment with good wall apposition observed and no angioplasty was required. There were no intraoperative complications. There was one post-operative complication which occurred in case in which a dissecting ruptured posterior internal carotid artery aneurysm that was treated with two stents and an intrasaccular device. Although the patient was on a cangrelor drip, there was complete vessel/stent thrombosis. Though at baseline 11/12 patients had mrs 0-2 and one patient had mrs, it was noted that at discharge, mrs was 3-5 in two cases and one patient continued to have mrs 3 within 2 week follow-up.

Manufacturer narrative:
A2. Reported patient age is the mean age from all patients included in the study group. A3. Reported patient sex is representative of the sex of the majority (9/12) of patients in the study group. B3. Reported event date is the date the article was accepted for publication. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.